Event description:
It was reported by counsel as a result of a legal claim, that patient alleges injuries and damages from knee replacement surgery.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker knee. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.